Manufacturer narrative:
Medical device expiration date: unknown FDA notified: the initial reporter also notified the FDA on (B)(6) 2016 via medwatch # 2300530000-2016-8009. Device manufacture date: unknown a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that after using a 1/2 ml bd safetyglide insulin syringe with 29 g x 1/2 in. Bd needle, an employee advanced the safety shield, the needle bent, and the employee obtained a contaminated needle stick injury. The employee was evaluated by their employee health department and received routine post exposure lab work. The results of the tests are unknown and it is also unknown if the employee received any prophylactic treatment or additional medical interventions.